Manufacturer narrative:
This report is submitted on june 7, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration. The implanted device remains. Reimplantation is planned, but yet to occur as of the date of this report.

Manufacturer narrative:
Correction: in section from the initial MDR submitted on (B)(6) 2018, the implanted device does not remain. Additional information: updated device details have been reported in sections. This report is filed on november 2, 2018.